Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient was treated in the emergency room (ER) for elevated blood glucose (bg) of 613mg/dl with large ketones, extreme thirst, nausea, and diabetic ketoacidosis. The patient was reportedly treated with insulin via injection and intravenous fluids and discontinued pump therapy at the time of the ER visit. Troubleshooting indicated that the infusion set had not been primed with the appropriate amount of insulin per instructions for use. No pump defects were found during troubleshooting. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with use error of the pump's prime function.